Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller reported that the patient has not been getting the same relief from the implant as they did during the trial since implant date. Caller said the patient had the implant placed on (B)(6) 2022 and the trial was beautiful and awesome, but the device has shifted out of place and is causing the patient discomfort and pain at implant site. The caller said the device feels like a burning liquid at implant site. The reps met with pt a couple of times in june for reprogramming and were informed of issue. Caller said pt was going to be meeting with surgeon. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that they were unaware of patients statement device shifted. This has not been reported to them by physician or account. Patient was recently seen and had great coverage in desired areas and had no issues. Additional information was received from the manufacturer representative (rep). Pt rep repeated the same issue that the ins "has shifted and its moving around in her back and the surgeon hasn't addressed it so we are talking to another surgeon". They said that the device shocked her and caused her to fall. Additional information was received from the manufacturer representative (rep). It was reported that the rep stated she was never made aware of the device shifting issue nor any other issues; had she known of any she would have reported. Rep added she is not aware of any ongoing issues either. Last checked and confirmed by hcp, the patient¿s lead, the device, and stim is good with adequate relief. Patient did make an appt. With the rep but then cancelled. Rep has not heard anything since.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.